Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2016, the distributor contacted animas, alleging a display (blank screen) issue; display remained blank when powered on after a battery change. Audio tone and vibration present. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 04/01/2016. Device evaluation: the device has been returned and evaluated by product analysis on 03/15/2016 with the following findings: review of the black box data and download history revealed multiple records of call service alarms 052 and 054 (associated with the temporary appearance of a blank screen) on the date of the alleged issue. On investigation, the pump powered on normally to the verify screen. The display screen was fully illuminated, clear and legible. The pump was exercised for 24 hours without any call service alarms occurring. Investigation did not duplicate the complaint. The pump was opened for further investigation and did not reveal any damage, defect or contamination of the pump¿s interior components, specifically, the display screen unit. Investigation did not duplicate a blank screen but did confirm call service alarms in the alarm history that are associated with the temporary appearance of a blank screen.